Event description:
It was reported that the patient¿s right ventricular (rv) and right atrial (ra) leads were explanted and replaced on (B)(6) 2026 for an unspecified reason. No adverse effects on the patient were reported.

Manufacturer narrative:
Further information was requested but not received.